Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware fo the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, resulting in a loss of stimulation. Reeducation on charging techniques was provided; however, the reported issue persisted. The patient subsequently underwent a revision procedure during which the implantable pulse generator (ipg) was explanted and replaced. The explanted ipg was not released by the medical facility and is therefore not available for return or laboratory analysis.